Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered urinary incontinence, urgency, pelvic pain, dyspareunia, emotional distress, decreased quality of life. No further information has been provided.